Manufacturer narrative:
Product event summary: analysis observed printer not working and left hinge damaged. As a result the printer and left hinge were replaced. The programmer then passed final quality assurance tests.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that an error message for hard key available was displayed on the programmer and then the programmer shut down. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.